Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "splash screen when using iabp". To continue therapy, the pump console was changed out. No patient harm or injury reported. The patienet's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "splash screen when using iabp" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "splash screen when using iabp". To continue therapy, the pump console was changed out. No patient harm or injury reported. The patienet's current condition is reported as "fine".